Event description:
Same case as MFR #: 2134265-2009-05506. It was reported that during unpacking there was a hole in the packaging. The flexima apdl reg 8f/25cm had a hole in the outer peel packaging. This was the case with another package. Two packages had holes at the top of the packaging that seemed to be caused by the tip of the catheter poking through the packaging. The third package was fine and used in the procedure. The patient status is unknown.